Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2013 during which the surgeon noted extensive cellulitis was noted in the lower abdominal wall and drainage had been present for 24 hours. The mesh was infected and removed. It was reported that the patient experienced severe pain and inflammation. No additional information was provided.